Manufacturer narrative:
Product analysis: analysis found that the cursor position did not coincide with the pen position. The cable insulation was broken. As a result the screen was calibrated and the cable was replaced. Software was also updated. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor did not coincide with the stylus pen. The programmer was returned for service. No patient complications have been reported as a result of this event.